Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The event log for the imaging system was evaluated by the representative. It was noted that the emergency stop on the system was engaged for 4 hours and 22 minutes. The resulting stop led to the motion controllers and gpio board to not power on. Resulting in the collimator error at the restart. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system wireless trackers could not be viewed by the navigation system. It was reported that the issue occurred when attempting an image acquisition and that the patient reference frame could be viewed. The imaging system was restarted to resolve the reported issue. When the imaging system was restarted, a collimator error appeared, the site then held down the motion calibration button for 45 seconds and were able to perform image acquisitions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.